Event description:
It was reported that a small volume intermate had particulate matter within the bladder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection identified white particles, between 0.20 and 1.50 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ftir) scanning identified the particles to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particles was unable to be determined. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14c014 was manufactured march 4, 2014 ¿ march 6. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.